Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer had an accident while he was on the pump. The customer¿s blood glucose level was above 300 mg/dl. The customer was involved in an accident and had been without pump and states he had got back his blood glucose was high. The insulin the pump will not be returned for analysis.